Event description:
On 08/03/2000, a test subject provided an oral fluid sample with the orasure hiv-1 oral specimen collection device for insurance purposes. The insurance agent instructed the subject to place the device under subject's tongue and leave it there for 2 minutes. According to product insert, the collector is to instruct the test subject to place the collection pad inside subject's mouth, with the pad oriented down, between the lower gum and cheek, and gently rub the pad back and forth along the gumline until the pad is moist. Then the pad is to remain between the lower gum and cheek for no less than two minutes and no more than five minutes. The agent performing the collection did not perform the collection according to product insert. The test subject noted immediate burning within one minute. The test subject states the device left a "burn-like" sensation on the bottom of subject's tongue. The subject noted a "pinpoint with a circle around it" where the collection pad had contacted subject's tongue. There was no associated swelling or other symptoms. The test subject stated that the "burn-like" sensation resolved within one or two days. The procedure for the use of the device was discussed with the insurance agent performing the collection. The training records of the insurance agent were reviewed. A list of the ingredients of the collection pad was faxed to the insurance agent and the test subject. The insurance agent informed the test subject that subject was probably sensitive to the salt in the device. Physician consultant contacted both the insurance agent and the test subject to discuss the ingredients of the collection pad. Consultant reassured the insurance agent and the test subject that the orasure hiv-1 oral specimen collection device did not contain any chemicals which could result in a "chemical burn". Consultant suggested that their symptoms may represent a transient irritation which would not have resulted in any long term ill effects.